Event description:
The pump was returned for investigation. Investigation revealed a cracked pump case and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a crack was observed along the pump battery compartment. During testing, the pump was powered on and the display screen appeared faded, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.